Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple windows updates were pending on the server, causing high cpu and memory usage. A technical support specialist informed the customer, who then collaborated with hit to install the patches. After the patches were installed, the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server user experienced database synchronization issue and were unable to log into logistics manager, health sight viewer application. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.